Event description:
Pt implanted in 1999 in the upper and lower vermilion borders. Onset of infection, scarring, implant visible and extrusion 6/29/1999. Pt treated with keflex 6/29/1999. Implant explanted in 1999. Pt treated with kenalog on 8/3/1999.